Manufacturer narrative:
H3/h6: the non-invasive patient tracker was returned and analyzed. The returned tracker would not track when connected to a known good system and displayed red only status. Codes b01, c02, and d02 are applicable. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used during an unknown procedure. It was reported that after completing registration, during instrument verification, an attempt was made to use the patient tracker for a case, but it could not be used due to an error. A new non invasive patient tracker product was in stock and used without any problems. There was no patient involvement. It was clarified that the problem was confirmed during an unknown operation, but it was before it was used with the patient. There was no reported impact to the patient and a delay of less than one hour to swap the patient trackers.